Manufacturer narrative:
The saw was rec'd at the MFR for eval, but the alleged condition of the device continuing to run could not be confirmed. Based on the investigation details, the handpiece passed the quality inspection procedure, and no problems were identified. Service did a clean, lube, and adjust to the device, and it was returned to the customer.

Event description:
It was reported that the handpiece continued to run on its own during preparation for a surgical procedure. There has been no reported pt or user injury, and the procedure was completed successfully with another device.